Manufacturer narrative:
Device was not implanted. Device was not explanted. The actual device was not returned to for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they were unable to insert the angio-seal device. When the angio-seal device was being inserted in the insertion sheath, the bypass tube was detached. As the anchor could not be inserted and broke, another angio-seal device was used to continue the procedure. The pouch was fully opened all the way from the arrow side to the end on a clear and flat surface. There was no obstacle to open the pouch. Estimated blood loss was reported to be less than 250cc. The physician had completed the training process on the device prior to this case. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. The size of the sheath ancillary used was 8 fr. Hemostasis was successfully achieved by the second device. There was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on previous complaint records if the polyfpoil pouch is not opened completely when attempting to remove the carrier tube assembly, the bypass tube can become dislodged. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The device history record was reviewed to ensure each manufacturing and inspection operation was performed. The review determined the process was performed and completed according to terumo medical corporation's specifications and procedures.